Manufacturer narrative:
We were informed that the local distributor tested the pump on (B)(6) 2017, found it met the specs and returned it back to customer.

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5067386). We asked our distributor to receive further information and the availability of the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5067386) of which we had not been made previously aware. Event description: patient states that he puts the battery in the pump and it just continuously beeps. Please document in the description whether or not an adverse event is associated with the product complaint. Please confirm if the lot # and expiration date is available for the product complaint described in the narrative. Sn (B)(4). Maintenance due date 11/11/2017. Have you issued a pick up for the defective product? (This is to ensure the pharmacy has the defective product on hand if requested by the manufacturer): yes. Please document in the description to include if the pt provided consent for the MFR to contact them directly in regards to the product complaint: yes, can be contacted. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.